Manufacturer narrative:
(B)(4). A closed clamp on the patient line or patient line extension is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during the initial drain of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, the caregiver reported that they had forgotten to open the patient line clamp before priming the patient line. The technical services representative assisted the caregiver in ending therapy and reviewed proper procedures with them. Therapy would be completed with new supplies. There was no patient injury or medical intervention reported. No additional information is available.